Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 425 mg/dl with large ketones, nausea, vomiting, abdominal pain, extreme thirst, excess urination, symptoms of dehydration, and blurred vision. The reporter noted the patient was hospitalized and treated with insulin via injection and intravenous fluids, they discontinued pump therapy, and the pump's settings were not recently changed. It was reported that the basal history did not match the active basal program. Further troubleshooting was not performed. It was reported a replace cartridge alarm was ignored. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction of unknown cause and a use error.

Manufacturer narrative:
Follow-up #1 date of submission 05/05/2016-product analysis: the device was returned and evaluated by product analysis on 04/21/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior. The pump was manual suspended on (B)(6) 2016 at 18:58 and manually resumed on (B)(6) 2016. A replace battery alarm occurred on (B)(6) 2016 and deliveries were never resumed. The total daily dose history was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the display was discolored. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. The bolus button cover was found to be torn; the bolus button was appropriately responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).